Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a full thickness skin graft procedure in 2009. The wound appeared to have healed. Post-operatively one month later, the pt had a crater type wound at the donor site and the suture was spitting.